Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 546 mg/dl. The customer was experiencing symptoms of chest pain, nausea, drowsy and headaches. The customer took 5 units an hour ago and 2 units not too long ago. Customer wishes to perform high pressures test but no tubing clamp. Customer was advised that we are sending tubing clamp for high pressure test. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. Customer declined to do troubleshooting for no delivery alarm because she going to hospital, blood glucose was not coming down.